Manufacturer narrative:
This report is submitted on january 16, 2023.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Subsequently, the device was explanted under monitored anesthesia care on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.